Event description:
Left side seroma and potential alcl.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing and some bubbles observed in the gel. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left side seroma and negative result report for bia-alcl

Manufacturer narrative:
B5- left side seroma and negative result report for bia-alcl b6- md sent patient to have the fluid aspirated and tested for alcl and the results came back negative per report.